Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms) have been confirmed. Upon evaluation, the electrode belt's trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support with concern about arrhythmia alarms he was receiving. He felt his device was not operating properly. The patient was issued a replacement electrode belt.